Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the up button was sticking. Customer¿s blood glucose was unknown at the time of incident. Insulin was squirting out during priming. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no button response due to flattened button (esc, act, up and down) dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to verify prime/fill anomaly, unexpected low battery alarm, compromised forced sensor system alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response.